Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.7 was failed. A field service engineer found that the drawer 6 was not in failure. The auxiliary for the full height drawer was functioning correctly. The inseparable latch, spring, and cabling were all intact, and the drawer spring was also intact, made an adjustment to the left bracket, and the drawer became responsive, performed a final test, and the customer was able to successfully recover and inventory the auxiliary full height drawer 6. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 6 and 7 failed and continued to fail after each recovery attempt. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.